Event description:
It was reported that an asymptomatic patient presented post-implant check. An error message "on going noise revision" was received prohibiting ra/rv run and md template acquisition. The egm showed no noise events. The error occurred on multiple programmers, after reinterrogating, reprogramming noise revision mode and disabling hv therapy. "Reset on" and "reset off" was performed through etp and capture test was completed successfully. The patient will be followed normally.